Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-08-19. H.6. Investigation summary: one sample was received for evaluation. A needle assembly came connected to a 1ml syringe. The needle assembly was removed from the syringe. Visual inspection was performed under a 30x microscope finding no damages or any other defect. Then the needle assembly was connected to a syringe with saline solution; no leakage or any other issue was observed. The sample received was inspected and analyzed, finding it with no leakage issues. Based on the investigation and the sample analysis, the symptom reported by the customer can¿t be confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
It was reported that the bd precisionglide¿ needle leaked during the exhaust process before being used on a patient. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2020, the doctor found the injection needle leaking during the exhaust process before using the batch of injection needle to inject the patient.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd precisionglide¿ needle leaked during the exhaust process before being used on a patient. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2020, the doctor found the injection needle leaking during the exhaust process before using the batch of injection needle to inject the patient.